Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) "20021", the patient was at a pub with his friends when he lost consciousness. No one around him heard any alerts at the time. He woke up in the ambulance. After IV glucose and jelly glucose were given, a finger prick bg was checked and showed 5.0 mmol/l when the cgm was showing low. Afterwards the patient was released. At the time of the report the next day he was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.